Event description:
Albert wants to ts their pure wick. Rep did ts. Set up the pure wick and check the power cord, canister, lid and made sure the tubing and elbow pieces were in place. Pw failed the water test. The water was inching and lagging in the tubes. Rep advised it's been over 60 days since they changed out the accessory kit. Explained that changing out the accessory kit is necessary, so the pure wick can function to the best of its abilities. Patient purchased an accessory kit and will call back if the issue continues. Used with male wicks. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared).

Manufacturer narrative:
The reported event is confirmed, cause unknown. Evaluation of sample noted: a bd purewick urine collection system, a collection canister with lid, pump tubing, collector tubing, elbow connector, and the external power cord were returned. There were no cracks present. No residue was present. The stop valve opened and closed properly. There was light and sound indicating function with the returned pcba. Once the device was disassembled, there was a small amount of residue on the base and the rim. Inside the device, there was light residue and no corrosion on the returned pcba. There was also a small amount of brown and cream-colored residue in the inner tubing next to the motor. The device passed testing with a value of 1.745 slpm after 10 seconds of device being powered on with the returned pcba. Once the system was powered on and ran for 30 seconds, the device failed by showing a 500g increase in 21.77seconds. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling as it states: "initial setup: 3. Place the purewick¿ urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick¿ urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Note: the purewick¿ urine collection system should be stationary while in use. Device is not designed to be used while in transport. Caution: avoid creating a tripping hazard with the collector tubing or power cord. 4. Plug the purewick¿ urine collection system power cord into device outlet (b) and into an a/c power outlet. Note: the device should be positioned for easy access to the a/c inlet and power cord. Note: make sure the power switch is turned off before connecting the power cord. 5. Place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. 6. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. 7. Turn on the purewick¿ urine collection system by pressing the on/off switch. The purewick¿ urine collection system is working when the switch lights up green and the device makes a soft humming sound. 8. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I). The system is now ready for use." As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Complete initial reporter zip: (B)(6). Correction: h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient wants to troubleshoot their purewick. Representative did troubleshoot. Set up the purewick and check the power cord, canister, lid and made sure the tubing and elbow pieces were in place. Purewick failed the water test. The water was inching and lagging in the tubes. Representative advised it's been over 60 days since they changed out the accessory kit. Explained that changing out the accessory kit is necessary, so the pure wick can function to the best of its abilities. Patient purchased an accessory kit and will call back if the issue continues. Used with male wicks. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, initial setup: 3. Place the purewick¿ urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick¿ urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Note: the purewick¿ urine collection system should be stationary while in use. Device is not designed to be used while in transport. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient wants to troubleshoot their purewick. Representative did troubleshoot. Set up the purewick and check the power cord, canister, lid and made sure the tubing and elbow pieces were in place. Purewick failed the water test. The water was inching and lagging in the tubes. Representative advised it's been over 60 days since they changed out the accessory kit. Explained that changing out the accessory kit is necessary, so the purewick can function to the best of its abilities. Patient purchased an accessory kit and will call back if the issue continues. Used with male wicks. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared).